Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2022 and suture was used. The needle detached from the suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if the pull off event occurred before or during the procedure? Event occurred in a single procedure, same patient. The needle detached from the suture at minimum traction, during the procedure. It happened on 4 sutures. They used 4 sutures, at the end were able to put the 2 stitches needed to complete the surgery. The procedure was a surgery for dental extraction on during the procedure of (B)(6) 2022. Patient ID pv, y. 52, g. Female event related to mw # 2210968-2022-05591, mw # 2210968-2022-05592, mw # 2210968-2022-05593. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. H3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with packets of product was returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. A visual inspection was performed on samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related with no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. The device performed without any defect noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 8/15/2022 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.